Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The power controller was replaced. No report of patient involvement. Unique identifier (B)(4).

Event description:
The hospital reported the unit went into a system reset. There was no reported patient involvement.